Event description:
Emergency situation and patient had been medically paralyzed. Pulled ambu bag out and when trying to ventilate, there was no resistance with ventilation and minimal to absent air volume output. The patient was immediately ventilated with back-up system. There was no apparent patient injury. After incident, examination of the ambu bag revealed intake valve disrupted from bag. It had only been connected with 3 small staples, one of which has pulled loose allowing valve to be displaced.